Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted at this time. A call was placed? To technical services on (B)(6) 2017 stating that this rv lead had impedance of less than 200 ohmsin bipolar and 205 ohms in unipolar. No noise at present. Representative noted that at the time of device replacement, the impedance was 210 ohms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).